Event description:
A surgeon reported a case of leaking primary incision, observed during a laser assisted cataract procedure. Reporter indicated a suture was required to close the wound, and there were no other complications, or injury to the patient. Reporter indicated he felt the event was related to the laser as he had not made any changes to his procedure, settings, any undue pressure on the wound, or change anything with his instrumentation. Additional information has been requested. There were other leaking wound events reported for this date. This report addresses case number nine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).